Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, it seems that the active electrode post-operatively migrated out of cochlea as confirmed by diagnostic imaging. However, a device investigation is necessary to determine a root cause. Re-implantation is considered, but no date was yet made available.

Event description:
Reportedly recipient lost hearing sensation with the device a couple of weeks prior. No specific trauma, swelling or inflammation was reported. Reimplantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. As the electrode has been received damaged and incomplete the exact location of the damage could not be found. In addition diagnostic imaging showed three to four electrode contacts out of cochlea most likely due to a post-operative migration of the electrode array. The recipient has been reimplanted. This is a final report.

Event description:
Reportedly recipient lost hearing sensation with the device a couple of weeks prior. No specific trauma, swelling or inflammation was reported. Reimplantation took place on (B)(6) 2019

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have lost hearing sensation with the device for a few weeks prior. No specific trauma, swelling or inflammation is reported. Reimplantation is considered.